Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states that the device was submerged under water. Customer states trying to trouble shoot by removing batter, but error was still present. The customer's blood glucose is unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.